Event description:
While attempting to access the target lesion, the pt became less responsive and developed weakness on the right-side. The pt was diagnosed with a cerebrovascular accident (cva), thought to be caused by aortic artherosclerotic emboli from difficult catheter placement. The pt is a male who was consented to the study. Medical history included hyperlipidemia, cardiac arrhythmia, CABG, renal insufficiency, coronary artery disease, coronary percutaneous revascularization and hypertension. High risk criteria: previous cea recurrent stenosis. The target lesion location was the proximal right internal carotid artery (ica). There was no occlusion in the contralateral carotid. Reference vessel diameter was 7mm. Target lesion diameter restenosis was 95% with lesion length 20mm. Total length of stented segment was 30mm. The geometry of the lesion was eccentric. Qualitative lesion calcification was described as moderate and concentric. Vessel tortuosity by visual inspection was moderate. Arterial access was made with a 7fr. Long sheath in the right femoral artery. The right innominate was accessed with a 5fr. Vertebral catheter. Attempts were made to advance a wire into the common carotid artery, however, the catheter did not provide adequate support. After several attempts, this was abandoned. Attempts were then made with a 5fr. Vtec catheter. Adequate engagement was obtained. A .035 guidewire was advanced into the common carotid. The vtec was advanced slightly. Attempts were then made to advance a 7fr. Long sheath into the common carotid from the right femoral artery. However, because of vessel tortuosity, this could not be advanced. The vtec catheter was again advanced to access the right innominate. The guidewire was advanced. The vtec was removed and attempts were made to use the introducer of the 7fr. Sheath and this was also unsuccessful. The entire system was removed and replaced with an 8fr. Short sheath. The right innominate was engaged with a 8fr. Al1 guiding catheter. At about this time, it was recognized that the pt was less responsive. The pt had weakness on the right side. The decision was made to continue with the procedure. An angioguard was placed distal to the lesion. Pre-dilatation of the lesion was performed. A precise stent was implanted for the treatment of target lesion. There was no malfunction with the stent. There was no debris found in the basket upon retrieval of the angioguard device. The procedure was completed. The pt had residual weakness and was less responsive although this condition had improved slightly. Five-days later, the pt became acute verbally unresponsive. The pt was believed to have another left hemispheric cva. The next day, he was unresponsive and pronounced dead.

Manufacturer narrative:
The product was not returned for evaluation and testing. Additionally, as there is no lot number available for the product, a device history review could be completed. Additional information will be forthcoming within 30 days upon receipt.